Event description:
It was reported that there was an issue with the foot pedal sticking and it needs a replacement. There was no procedure and patient outcome reported.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the foot switch assembly was returned and analyzed. The visual inspection identified that the foot switch had chipped paint and presented normal physical wear. The yellow and blue buttons were checked and both were sticky. Also, during the tests was found that the buttons once pressed down, takes time to spring back up. Therefore, the reported event of stuck in on position was confirmed. The foot switch was replaced, and the issue was resolve. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that there was an issue with the foot pedal sticking and it needs a replacement. There was no procedure and patient outcome reported.